Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The insertion device did not fully eject the cannula into the patient's skin and it was discovered that the cannula was bent and the self-adhesive appeared "stretched". The patient had symptoms of feeling weak, fatigue, very dry mouth, and nausea. The patient's blood glucose result was "hi" mmol/l from 4:25 p.m. Onward, and she went to the hospital via the bus around 5:00 p.m. The blood glucose result was 38.0 mmol/l on the hospital's meter. The patient was treated with sliding scale insulin, an unknown medication to lower potassium levels, and saline via IV. The patient was released from the hospital on (B)(6) 2019 around 5:00 p.m.